Event description:
Blood collection device "saf-t holder device" was attached to smart site valve on the end of port catheter and blood was easily withdrawn. While attempting to unscrew the collection device, the threaded portion cracked, leaving a plastic piece inside the smart site valve, causing it to remain open, allowing blood to drain out.